Event description:
Boston scientific crm received information that this cardiac resynchronization therapy defibrillator (crt-d), which is part of the shortened replacement window advisory april 2007 population product advisory was initially communicated on 4/5/2007, was suspected to have depleted earlier than expected. Device monitoring voltage measurement was at 2.57 volts, and the local area sales representative had not yet confirmed whether high outputs or the suspected srw behavior was causing the current voltage measurement. An increase to monthly follow ups was recommended by the boston scientific crm technical services consultant. There was no report of adverse patient effect.

Manufacturer narrative:
To date, information suggests that this medical device remains actively implanted and has not been returned to the boston scientific crm post market quality assurance laboratory for analysis purposes. A save-to-disk analysis was performed indicating that this medical device had not previously triggered elective replacement indicator (eri) based on voltage measurement. The predicted timeframe for declaration of eri based on voltage was considered to be possibly exceed one year. As new information becomes available, this report will be further evaluated. Most recently, upon receipt at our post market quality assurance laboratory, laboratory technicians utilized an engineering level longevity prediction calculation to assess the rate of battery depletion, given the programmed parameters and other data stored within the memory of the device. The results of this calculation indicated that the actual rate of battery depletion fell within an acceptable range. Next, a comprehensive series of diagnostic tests were conducted that verified the performance of pacing, sensing, and recording functions. Having met the engineering longevity prediction, functionally passing all returned product testing, and with no further information to indicate a product performance issue, we have concluded that this device experienced normal battery depletion.